Event description:
Boston scientific received information that during implant, a pneumothorax was exhibited. Intervention included a thorax drain and extension of hospitalization. No other adverse patient effects were reported and no product allegations were filed. To date, the lead remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.